Manufacturer narrative:
Additional: it has since been reported that the patient underwent surgery to explant the device on (B)(6) 2019. It is unknown if the patient was re-implanted with a new device as of the date of this report. This report is submitted on march 8, 2019.

Manufacturer narrative:
This report is submitted on february 08, 2019.

Event description:
It was reported that the patient experienced discomfort with device use; however the issue could not resolved. The implanted device remains and the patient will continue to be monitored by the health care provider.

Manufacturer narrative:
This report is submitted 25 november 2019. - attachment: [137757 device analysis report.pdf].